Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported at 8:00 am her blood glucose level was 108 mg/dl. But 20-30 mins later she felt her blood glucose dropping. She tested her blood glucose again; the result was 63 mg/dl. The pt experienced her tongue going "numb", extremely lightheaded, nauseated, sweaty and increase in the heart rate. The pt took a glucose tablet, juice and soda. These actions brought her glucose level up to 81 mg/dl. Also, the pt programmed a temporary basal rate decrease. Pt then reported started to feel "bad" and re-checked her blood glucose. The result was 62 mg/dl. The pt works in a medical practice and the physician had her to lay down and periodically checked on her. Pt stated that 10 min prior to calling, she tested her blood glucose. The result was 145 mg/dl. No product is being returned for eval.